Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report # 8010047-2021-15305. The customer discarded the subject device. Therefore, the reported phenomenon or condition of the device could not be confirmed. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The device was discarded. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endobronchial ultrasound-guided trans- bronchial needle aspiration using the subject device, balloon came off. On (B)(6), the customer was reported as below. The customer reported the procedure was a fiber optic bronchoscopy and linear ebus and tbna and successfully completed. The missing balloon was identified after the procedure at the beginning of the pre-cleaning routine. A thorough search of the procedural area was undertaken. Another bronchoscopy was performed since the patient was still under general anesthesia. The physician determined the balloon was not in the lungs. The patient was under anesthesia for an unspecified amount of time due to the second bronchoscopy. No x-ray was taken and the missing balloon has not been found. The patient had an uneventful recovery and was notified by the physician of the missing balloon. The physician has followed up with the patient and there has not been any harm or injury noted. The customer reported the tip of the new linear ebus scopes is smaller and the balloon does not fit as snuggly. The physician noted on rare occasions, the balloon is attached but inverted off the scope end on withdrawal. All individuals involved are experienced with the procedure. Also, on (B)(6), the customer was reported as below. The customer reported the tip of the new linear ebus scopes was smaller and the balloon does not fit as snuggly. The physician noted on rare occasions, the balloon was attached but inverted off the scope end on withdrawal after the scope was removed from the patient. The intended procedure was completed with another device. No additional treatment and no extend hospitalization were required. This is regarding to the balloon inverted off. Initiator selected the universal code: (B)(4).